Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having a bent cannula when infusion set was removed. Customer's blood glucose was 200 mg/dl. Customer reported that when infusion set was removed, there was an accumulation of insulin inside, but did not receive a no delivery alarm. Customer was educated on the cause and prevention of bent cannula. Customer declined troubleshooting for absence of no delivery alarm.